Manufacturer narrative:
Product event summary: the 10fcc13 contour sheath was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with leak tester was performed. All the performance tests were in the acceptable range. In conclusion, the reported the reported "sheath/dilator compatibility" issue was not observed/reproduced with the returned contour. However, the sheath did not pass the returned product inspection due to a side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the dilator could not be fixed to the sheath. The sheath was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.